Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, after the use of three (3) 6-12f mynx control venous vascular closure device (vcd), the patient had post procedure complications that include hematoma that was 1.5cm x 3.5cm and an infection that was not confirmed with a culture. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. A follow-up ultrasound that was performed showed no evidence of a pseudoaneurysm, only scarring and a hematoma. The onset of the hematoma was 6 days post procedure. Antibiotics were prescribed. The right limb experienced the complications. There were 3 access sites and the approximate distance between access sites was 4 mm. Three 6-12f mynx control venous vascular closure devices (vcd) were used. Three access sites were used. The devices were used in an atrial fibrillation pulsed field ablation (pfa) utilizing a non-cordis device and the unknown sheaths were downsized. An ultrasound was done 6 days later and there was no evidence of a pseudoaneurysm. However, there was a small mass consistent with scarring/hematoma 1.5cm x 3.5cm. Antibiotics were prescribed. The physician and the technician performed the procedure, and the technician closed. There were no complications noted during deployment or use of the product. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. Three sterile ¿mynx control venous vcd¿ were returned for analysis. The three units were received sterile, packed in their original shipping pouch and properly sealed. No damages or anomalies were observed to the three pouches, and the sterility was not compromised. The three products were unpacked, observing that they were properly packed, not noticing any damages or anomalies. Per functional analysis, a simulated deployment test was performed with the three returned devices per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The three returned devices performed as intended per the mynx control IFU. A product history record (phr) review of lot f2419310 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous IFU as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. The reported events could not be confirmed without receipt of images of the site or cultures. The exact cause of the issue experienced could not be determined; however, since there were no anomalies noted to the sterile units received; patient factors and/or procedural factors are possible. It should be noted that hematomas can promote colonization of bacteria, which may lead to inflammation, swelling or infection near the closure site. It is possible that the hematoma that occurred and care to the puncture-site may have contributed to the infection reported. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but, if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ neither the product analysis, the phr review, nor the available information suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include hematoma that was 1.5cm x 3.5cm and an infection that was not confirmed with a culture. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. A follow up ultrasound that was performed showed no evidence of a pseudoaneurysm, only scarring and a hematoma. The onset of the hematoma was 6 days post procedure. Antibiotics were prescribed. The right limb experienced the complications. There were 3 access sites and the approximate distance between access sites was 4 mm. Three 6-12f mynx control venous vascular closure devices (vcd) were used. Three access sites were used. The devices were used in an atrial fibrillation "pfa" utilizing a non-cordis device and the unknown sheaths were downsized. An ultrasound was done 6 days later and there was no evidence of a pseudoaneurysm. However there was a small mass consistent with scarring/hematoma 1.5cm x 3.5cm. Antibiotics were prescribed. The physician and the technician performed the procedure and the technician closed. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6 as reported, after the use of three (3) 6-12f mynx control venous vascular closure device (vcd), the patient had post procedure complications that include hematoma that was 1.5cm x 3.5cm and an infection that was not confirmed with a culture. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. A follow-up ultrasound that was performed showed no evidence of a pseudoaneurysm, only scarring and a hematoma. The onset of the hematoma was 6 days post procedure. Antibiotics were prescribed. The right limb experienced the complications. There were 3 access sites and the approximate distance between access sites was 4 mm. Three 6-12f mynx control venous vascular closure devices (vcd) were used. Three access sites were used. The devices were used in an atrial fibrillation pulsed field ablation (pfa) utilizing a non-cordis device and the unknown sheaths were downsized. An ultrasound was done 6 days later and there was no evidence of a pseudoaneurysm. However, there was a small mass consistent with scarring/hematoma 1.5cm x 3.5cm. Antibiotics were prescribed. The physician and the technician performed the procedure and the technician closed. There were no complications noted during deployment or use of the product. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices were not available to be returned for evaluation. A product history record (phr) review of lot f2419310 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. The reported events could not be confirmed without receipt of images of the site or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. It should be noted that hematomas can promote colonization of bacteria, which may lead to inflammation, swelling or infection near the closure site. It is possible that the hematoma that occurred and care to the puncture-site may have contributed to the infection reported. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr review and the available information, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include hematoma that was 1.5cm x 3.5cm and an infection that was not confirmed with a culture. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. A follow up ultrasound that was performed showed no evidence of a pseudoaneurysm, only scarring and a hematoma. The onset of the hematoma was 6 days post procedure. Antibiotics were prescribed. The right limb experienced the complications. There were 3 access sites and the approximate distance between access sites was 4 mm. Three 6-12f mynx control venous vascular closure devices (vcd) were used. Three access sites were used. The devices were used in an atrial fibrillation "pfa" utilizing a non-cordis device and the unknown sheaths were downsized. An ultrasound was done 6 days later and there was no evidence of a pseudoaneurysm. However, there was a small mass consistent with scarring/hematoma 1.5cm x 3.5cm. Antibiotics were prescribed. The physician and the technician performed the procedure and the technician closed. There were no complications noted during deployment or use of the product. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.